Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. No serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance of 3000 ohms and lead fracture that was confirmed via chest xray. A lead replacement was anticipated. There is no further information available. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance of 3000 ohms and lead fracture that was confirmed via chest xray. A lead replacement was anticipated. There is no further information available. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.